Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support to reset pump and instructed to continue using pump, with advice to call back if malfunction codes recur.